Event description:
It was reported that a patient underwent a sling procedure. Post-operatively, an opening of the vaginal suburethral incision over the tape occurred. The patient's sui was cured but her husband had pain with intercourse. A resection of the tape and reclosure of the vagina is planned.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time.